Event description:
It was reported to medtronic minimed that the customer experienced pump, no delivery, button issue, belt clip issue and unspecified sensor issue. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, mmt-7040a, acc-1601, mmt-242a. Insulin flow blocked alarm customer reported a past insulin flow blocked alarm. Bumped/dropped/cosmetic damage customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Keypad anomaly/stuck button alarm customer reported a keypad anomaly and/or stuck button alarm. Pump clip troubleshooting customer reported damage to the belt clip. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for acc-1601. No product return is required for mmt-242a. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.